Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and/or was hospitalized event on (B)(6) 2024. The cause for the ER visit and/or hospitalization was diabetes-related issue. The blood glucose level was 400mg/dl. Therefore, patient was treated with IV , fluids of saline and insulin. No further information available.